Manufacturer narrative:
No a17 alarm or a21 alarm noted. The unit passed the self test and a21 error test. The unit had minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer received an excessive no delivery alarm and a signal too low alarm from his insulin pump. The customer's blood glucose level was 170 mg/dl. The customer stated he was changing the battery when the insulin pump asked for him to set the date, showed an empty reservoir, and asked for him to complete the rewind sequence. Standard troubleshooting for the alarms found in the insulin pump's history was performed. It was discovered that the insulin pump had a crack on the lcd screen. The product has been returned. Nothing further was reported.